Event description:
Pt admitted with syncope in 2007 was receiving cardiac monitoring during the hospitalization. Five days later at 0410, the pt was found unresponsive, pulseless with a straight line on the bedside monitor and staff report that the monitor was not alarming. The pt expired after an unsuccessful attempt at resuscitation. It was discovered that for some unknown reason, the pt had dropped off of the central bank of monitors and had to be readmitted to the monitor system during the code. The spacelabs module had an option 21, but we were unable to review trending data at the central station or bedside monitor and the module was replaced.